Event description:
It was reported that the healthcare professional called in to review the reports and technical services (ts) stated that the atrial automatic threshold detected was greater than programmed and was suspended for this pacemaker device. Ts noted possible loss of capture on the right atrial (ra) lead, or it could also be atrioventricular block (av). The programming and right ventricular automatic threshold (rvat) were successfully performed. The presenting electrogram (egm) showed device operating as programmed. Boston scientific representative stated that the plan is to monitor the patient as they do not pace enough in the atrium to warrant additional follow up. Atrial threshold will be performed at next check. This pacemaker device remains in service. No adverse patient effects were observed.